Manufacturer narrative:
Concomitant medical products: bd 50ml syringe; bd 30ml syringe, therapy date: (B)(6) 2016. The customer¿s report of a channel disconnect was confirmed. Physical inspection noted the device to be in fair condition. However, dried fluid residue and contamination were noted on the pins of the female iui. Review of the pcu error log showed no errors recorded. Analysis of the pcu event log shows a channel disconnect occurred on (B)(6) 2016 at 8:20pm during an infusion of milrinone. Testing was able to replicate a channel disconnect when the module was manipulated. The root cause of the reported event was contamination on the pins of the female iui.

Event description:
The customer reported that the module infusing milrinone turned off and displayed a channel disconnect message, and would not turn back on. There was no effect on the patient from this event.